Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly that during the implantation of the device appropriate lead connection was confirmed. During a follow up performed on (B)(6) 2014, pacing failure and ventricular impedance above 3 kohms were observed. No anomaly was observed by x-ray photo. On (B)(6) 2014, ventricular pacing failure was confirmed again. Since stable spontaneous rhythm appeared, the pacing mode was changed to 000 mode. In a follow up performed on (B)(6) 2014, the ventricular impedance was around 1700 ohms, however, pacing failure was confirmed. The device remained in 000 mode. On (B)(6) 2014, a re-intervention was performed. The device was interrogated before the procedure, the ventricular impedance was 2352 ohms and it was not possible to program in bipolar. During the procedure it was noted that the ventricular connector pin was protruded from the connector block. However, the ventricular lead came out of the port before unscrewing the set-screw. No irregularities were noted to the ventricular lead when it was measured by an analyzer, even when some stress was applied to the lead. A new pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly the during the implantation of the device appropriate lead connection was confirmed. During a follow up performed on (B)(6) 2014 pacing failure and ventricular impedance above 3 kohms were observed. No anomaly was observed by x-ray photo. On (B)(6) 2014, ventricular pacing failure was confirmed again. Since stable spontaneous rhythm appeared, the pacing mode was changed to ooo mode. In a follow up performed on (B)(6) 2014 the ventricular impedance was around 1700 ohms, however pacing failure was confirmed. The device remained in ooo mode. On (B)(6) 2014, a re-intervention was performed. The device was interrogated before the procedure, the ventricular impedance was 2352 ohms and it was not possible to program in bipolar. During the procedure it was noted that the ventricular connector pin was protruded from the connector block. However, the ventricular lead came out of the port before unscrewing the set-screw. No irregularities were noted to the ventricular lead when it was measured by an analyzer, even when some stress was applied to the lead. A new pacemaker was implanted.

Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly the during the implantation of the device appropriate lead connection was confirmed. During a follow up performed on (B)(6) 2014 pacing failure and ventricular impedance above 3 kohms were observed. No anomaly was observed by x-ray photo. On (B)(6) 2014 ventricular pacing failure was confirmed again. Since stable spontaneous rhythm appeared, the pacing mode was changed to ooo mode. In a follow up performed on (B)(6) 2014 the ventricular impedance was around 1700 ohms, however pacing failure was confirmed. The device remained in ooo mode. On (B)(6) 2014 a re-intervention was performed. The device was interrogated before the procedure, the ventricular impedance was 2352 ohms and it was not possible to program in bipolar. During the procedure it was noted that the ventricular connector pin was protruded from the connector block. However, the ventricular lead came out of the port before unscrewing the set-screw. No irregularities were noted to the ventricular lead when it was measured by an analyzer, even when some stress was applied to the lead. A new pacemaker was implanted.